Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not seated correctly in the cabinet. A technical support specialist (tss) reviewed the issue and determined that the cubie was broken. The tss released the cubie from the system, arranged for it to be sent back to the pharmacy, and completed the case based on the identified hardware issue. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a cubie was not properly seated in the cabinet, preventing the drawer from opening and hindering medication retrieval. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.